Event description:
The report from clinical study (B)(6) for patient with (B)(6) indicated that three days after the procedure with an enterprise vrd ((B)(4)) placed in the (ba) basilar artery-trunk, the patient had a hemorrhage from the vertebrobasilar artery, and also developed a consciousness decreased originated from the hemorrhages. No action was taken, and seven days after the hemorrhage, the patient died. The (mrs) modified ranking scale before the procedure was 5, 1 week after the procedure it was 5, and 6 the day the patient expired. There were no signs that the vessel was perforated or dissected during the procedure. The hemorrhage was not present prior to implanting the enterprise stent, however during the event, the enterprise was patent and the aneurysm remained un-ruptured. The un-ruptured saccular aneurysm neck was 1.0mm, and the neck to sac ratio was 1.0mm: 3.2mm. The parent vessel size diameter proximal was 3.4mm and distally was 3.4mm. According to the physician, the relationship of the events to the procedure was unrelated and to the device was unrelated because the site of hemorrhages was different from where the vrd was implanted.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 20 ~ (B)(6) 2011, clopidogrel sulfate 300mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011 ~ (B)(6) 2011, ozagrel sodium 160mg/day: (B)(6) 2011 ~ (B)(6) 2011. Heparin 3000u was administered intra-procedurally. The act was 121 seconds pre anticoagulation and 203 seconds post anticoagulation. The occlusion rate of aneurysm was 98% after the procedure. Prior to implanting the enterprise implant, a launcher guide catheter (medtronic), prowler select plus microcatheter (606-s255x/lot unknown), chikai guidewire (asahi intec) were utilized. Other devices utilized during the procedure consisted of an excelsior sl-10 microcatheter (stryker), transcend ex guidewire (bs), deltaplush coils (x3). No further information is available and procedural images are not available. The product remains implanted and is not available for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received via (B)(4) post market study that three days after an enterprise vrd assisted coiling of an unruptured basilar artery (ba) trunk aneurysm the patient had hemorrhages from the vertebrobasilar artery, with decreased consciousness due to the hemorrhages. No action was taken, and seven days after the hemorrhage, the patient died 10 days post procedure. It was reported that according to the physician, the relationship of the events to the procedure was unrelated and to the device was unrelated because the site of hemorrhages was different from where the vrd was implanted. It was reported that the (B)(4) score was 5 prior to the procedure. With follow-up investigation regarding details regarding the patient's pre-procedure presentation and causes, it was reported that there was no further information. It was confirmed that the reported post procedure hemorrhage was not present prior to implanting the enterprise stent. The unruptured saccular aneurysm neck was 1.0mm, and the neck to sac ratio was 1.0mm: 3.2mm. The parent vessel size diameter proximal was 3.4mm and distally was 3.4mm. The enterprise vrd was placed in the basilar artery with no further details regarding its position. There was no sign that the vessel was perforated or dissected during the procedure and the aneurysm remained unruptured during the procedure. During the reported adverse event, the enterprise remained patent and the aneurysm remained unruptured. One week post procedure, the mrs score was 5. Antiplatelet therapy included aspirin 100mg/day beginning one day post procedure until three days post procedure, clopidogrel sulfate 75mg/day for five days beginning one day post procedure, ozagrel sodium 160mg/day from date of index procedure for three days. Heparin 3000u was administered intra-procedurally. The act was 121 seconds pre anticoagulation and 203 seconds post anticoagulation. The occlusion rate of aneurysm was 98% after the procedure. No further information is available and procedural images are not available. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425457. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hemorrhage and death are known potential adverse events that may be associated with the use of the enterprise vrd in the intracranial arteries as outlined in the instructions for use. Although, it was reported that the cerebral hemorrhages from the vertebrobasilar artery were unrelated to the procedure and the enterprise vrd, based on the limited available information and without an alternative cause, the relationship of the event cannot be definitely disassociated. The patient's significant pre-existing medical condition as evidence by an mrs admission score of 5 may have been a contributing factor. With review of the information, there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Per lake region report (B)(4), lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425457. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.